Event description:
I recently purchased a (B)(4) brand digital thermometer (oral). It is orange, flexible plastic and says model: mt-g19 on the back. It is extremely inaccurate. It is consistently low and varies by 2 or 3 degrees on each reading. This is certainly cause for alarm. As a parent, I know this could be a matter of life or death for an infant or small child. You may not be the MFR, but they have (B)(4) name on them. A quick search on the internet turns up dozens of reports of your thermometer being inaccurate. Here are a few: (B)(4). I am forwarding this to the consumer product safety commission as well because you have already received hundreds of complaints on your own website dating back to 2009: (B)(4). Purchase date: (B)(6) 2011.